Event description:
It was reported that the device exhibited instrument lock-up while in the boot cycle. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through the functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that root cause for the reported failure was ic chip, designator u8, that would not function correctly and caused the assembly to lock up while in the boot cycle.